Event description:
The following information was provided: as per pss case: right hip. Loose tritanium acetabular shell with screws migrated proximally and medially with tritanium wedge. Wedge will be removed so may need to be a "double bubble" keep the superior flange to a minimum - the fixation can go through the site of the previous wedge above the socket plan for mdm liner so make anteversion about 20 degrees. History: complex primary right thr in 2023 by me with superior defect reconstructed with tritanium wedge and screws with cluster tritanium shell underneath with screws - the shell has migrated proximally and medially into the acetabulum/pelvis and the wedge has remained in the original position. Otherwise fit and well.